Event description:
Difficulty was experienced advancing the device into the aorta. The physician unsuccessfully attempted to dilate the iliacs. An attempt to access the iliac limbs from the other side was tried, but it was deemed to be less favourable. A conservative approach was then taken, and the device was removed. Finally, a self-expanding stent was placed in each iliac. Treatment options will be reviewed for further follow up/procedures at a later date